Event description:
It was reported that there was an issue with the touchscreen responsiveness of the pump. There was no adverse impact to the customer¿s blood glucose level. The touchscreen eventually started responding correctly. The customer was unable to troubleshoot further with tandem technical support. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.